Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two devices displayed an out of service message on the main screen. The customer attempted to restart the stations; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that an out of service message was displayed on the main screen. The machines were restarted but continued to display an out of service status. A technical support specialist (tss) determined that the stations had been set to out of service by a user. The stations were changed back to in service, resolving the issue. The system functioned after the technical support specialist troubleshot the device.